Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: "settings on pumps was incorrect and that the baby received 82 ccs worth of meds which was about 40 ccs more than the baby should have. They noticed it when they did a spinal tap on the baby and discovered the sugar was 480. Delay in therapy :unknown. Need for medical intervention: unknown. Patient involvement: yes. Human harm: yes ".